Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery:(B)(6) 2015. Non-revision of shoulder components due to dislocation. Closed reduction under anesthesia was performed, and the patient is to wear an instability brace at night. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the dislocation reported was likely the result of loosened supporting ligaments and muscles, which is addressed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2015. Non-revision of shoulder components due to dislocation. Closed reduction under anesthesia was performed, and the patient is to wear an instability brace at night. This event report was received through clinical data collection activities.